Manufacturer narrative:
Event date: on an unreported date in (B)(6) 2016 (on the weekend of (B)(4)), the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated intraperitoneally with vancomycin (dose, frequency, and duration were not reported). On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.